Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of expanding bubble is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the physician regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a bubble in the corner of left eye is expanding into the pupil against the xen®45 gts.